Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was unknown at the time of incident. The current blood glucose was 13.3 mmol/l. Customer suffered from the symptom such as thirsty. Customer treated with insulin pump. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. Drive support cap was normal. The product will return for the analysis.